Event description:
The manufacturer received information alleging the ventilator was not working. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed a test step and a failure to charge its internal battery was observed. The device's internal battery and sensor board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and sensor board . The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. Multiple requests were made to have the sensor board returned for evaluation but was not honored.